Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and similar incident were not performed as the lot number was not provided. The reported patient effect of tissue damage (vascular injury) is listed in the proglide instructions for use (IFU), as a potential adverse event. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices were attempted in the left common femoral artery via 6fr sheath using the preclose technique prior to a percutaneous coronary intervention procedure to insert an impella device. Reportedly, the sutures of two proglide devices were successfully placed. The sheath was upsized to 14fr and the procedure was completed. The knot of the first proglide device was advanced. The knot of the second proglide device was advanced; however, the suture with the knot intact was removed from the patient anatomy with tissue attached to the knot. A vascular surgeon was called in and a third proglide device was used. The proglide device was placed; however, pulsatile blood flow was not achieved from the marker lumen. Resistance was felt when removing the proglide device. Imaging showed the guide wire tract was not in the subcutaneous plane; therefore, the proglide device could not achieve pulsatile blood flow. Manual arterial compression was applied, and the vascular surgeon performed a cut down and sutured the vessel to repair the damage and achieve hemostasis. There was a reported clinically significant delay in the entire procedure. No additional information was provided.